Event description:
Pt states she smelled burning and the power cord melted and the unit was smelling strange. Device was exchanged.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.